Manufacturer narrative:
The investigation has been completed. Functional testing was performed and no failure was identified related to the reported high blood glucose level issue. However, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up in the 200 (mg/dl) range. Reportedly, the cause of the elevated bg level was unknown. Customer addressed impacted bg level with insulin injections.